Manufacturer narrative:
Concomitant medical products: ddbb1d1, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that it was believed the lia triggered due to patient condition/arrythmia and not due to an rv lead issue. The patient¿s medications were adjusted.